Event description:
Customer reportedly obtained results of 306mg/dl, 260mg/dl, 160mg/dl and 140mg/dl on the advantage sys within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.